Event description:
It was reported the trial patient acquired a bacterial infection at the incision site. The patient experienced pain, redness, and swelling. The symptoms were all located at the device pocket, lead-extension connection, and lead location. The lead was explanted. The patient was prescribed antibiotics. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va0llsh, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. (B)(4).